Event description:
In 2008, the sales rep reported that during surgery, the surgeon was trying to remove a set screw but damaged the universal driver during the process. All set screws were removed without incident. Add'l info received on 25 aug 2008 via telephone, the sales rep reported that the removal of closure tops were due to adjacent levels to extend the construct. The driver shaft had twisted and bent during the removal of the closure tops. The surgeon was able to finish the case, the same driver. No surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.